Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the clip detaching from one leaflet and increased mr. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. One clip was implanted reducing the mr to a grade of 2. The next day during 24 hour follow up, it was noted the clip detached from the posterior leaflet (single leaflet device attachment (slda)) and the mr had increased to a grade of 4. A second procedure was performed on (B)(6) 2022. Two clips were implanted, reducing mr to 3. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on the available information, a cause for the single leaflet device attachment (slda) could not be determined. The reported recurrent mitral regurgitation (mr) appears to be a cascading event of the slda. Additionally, mr is listed in the mitraclip g4 system instructions for use as a known possible complication associated with mitraclip procedures. The reported hospitalization and unexpected medical intervention were the results of case-specific circumstances, as the patient was hospitalized for an additional mitraclip procedure to stabilize the slda clip and to reduce mr. There is no indication of a product issue with respect to manufacture, design, or labeling.